Manufacturer narrative:
Continuation of medical products: evolutr-29-us transcatheter valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.